Event description:
Patient called with complaint about the intravascular infusion set (port) related to his tandem insulin pump. He reported that the port at the insertion site, which includes the cannula, easily pulls out during normal activity or during sleep (moving or turning/rolling over), such that insulin delivery is not administered. Patient has type 1 diabetes so is insulin dependent. On numerous occasions, he has had to set up, "up to five infusion sets" before one of them will work for insulin delivery. This is not conducive to his treatment because he only receives a certain amount of infusion sets per month (medicare) for proper treatment for his diabetes. Patient stated that his tandem pump is great but the issue is with the stability of the port in which he receives his insulin. Patient stated that this accessory is critical for the delivery of insulin and when it fails, he has to be treated at the hospital (3 to 5 times per year) which can cost approximately two-million dollars per stay (usually one week).